Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the cable/cord was damaged due to normal wear. Additionally, the functional testing revealed that the device vibrated and the tool did not stay in the locked position. Device was inspected, and repaired by replacing a few components.

Event description:
Device was returned for service. During inspection, technician found that the device vibrated and the tool did not stay in the locked position. This is 1 of 1 report for (B)(4).